Event description:
It was reported that an m. Blue shuntsystem (#fx842t) was implanted on (B)(6) 2023. According to the complainant, the shunt system was unable to adjust. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valve were determined. Permeability test: a permeability test has indicated that the m. Blue has blockages. Computer controlled test: since the m. Blue is blocked; it is not possible to take a measurement using the computer test banch. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, organic deposits were found. Results: based on our investigation results, we can determine that the m. Blue has a blockage and is not adjustable. The deposits visible in the valve led to functional impairments. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.